Manufacturer narrative:
Not avail.

Manufacturer narrative:
As reported, a patient had oozing (drainage) at the access site approximately 5-7 days post procedure with a 6-12f mynx control venous vascular closure device (vcd). The drainage has been described as brown (caramel like in color) ooze. The patient left the hospital looking great, the patient was seen for follow up 6 days after the procedure with these symptoms. Although there was no confirmed infection, antibiotics were prescribed as a precaution; there was no visual infection, and no culture was taken. All three access sites were on the same leg. The vcd was prepared and used according to the instructions for use (IFU). The complications were experienced in the right limb. An ultrasound was not performed, and symptoms resolved without sequelae. The procedure was performed by the technician. The vcd¿s were used in a pulsed field ablation (pfa) procedure utilizing farapulse. There were three access sites on the right limb with approximately 2mm of distance between the sites. The sheath was downsized to a 10f sheath, with 8f and 9f sheaths remaining in the affected limbs. The sheaths used were non-cordis. The safe guard patch was used for hemostasis. No complications were noted during the deployment or use of the product. The patient did not receive prophylactic antibiotics prior to the procedure. The access site was cleaned and maintained according to normal hospital protocol, and the patient left the hospital in good condition. The patient was not immunocompromised and had no recent history of infection, such as mrsa, diabetes, cancer, or pneumonia, nor were they taking chemotherapy, steroid therapy, or tnf inhibitors. The devices were not available to be returned for evaluation. An image was received showing a patient¿s white undergarment with a blood stain in the area corresponding to the right groin. However, an image of the puncture site was not provided for review. A product history record (phr) review of lot f2419206 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A local reaction after deployment of the sealant into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous instructions for use (IFU) as such. Access site hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction and bleeding experienced. However, patient/procedural factors are possible. The event of bleeding was confirmed through analysis of the received image; however, the event of local reaction could not be confirmed as an image of the access site was not provided. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ the patient brochure also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the phr review, picture analysis, and available information, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, a patient had oozing (drainage) at the access site approximately 5-7 days post procedure with a 6-12f mynx control venous vascular closure device (vcd). The drainage has been described as brown (caramel like in color) ooze. The patient left the hospital looking great, the patient was seen for follow up 6 days after the procedure with these symptoms. Although there was no confirmed infection, antibiotics were prescribed as a precaution; there was no visual infection, and no culture was taken. All three access sites were on the same leg. The vcd was prepared and used according to the IFU. The complications were experienced in the right limb. An ultrasound was not performed, and symptoms resolved without sequelae. The procedure was performed by the technician. The vcd¿s were used in a pfa procedure utilizing farapulse. There were three access sites on the right limb with approximately 2mm of distance between the sites. The sheath was downsized to a 10f sheath, with 8f and 9f sheaths remaining in the affected limbs. The sheaths used were non-cordis. The safe guard patch was used for hemostasis. No complications were noted during the deployment or use of the product. The patient did not receive prophylactic antibiotics prior to the procedure. The access site was cleaned and maintained according to normal hospital protocol, and the patient left the hospital in good condition. The patient was not immunocompromised and had no recent history of infection, such as mrsa, diabetes, cancer, or pneumonia, nor were they taking chemotherapy, steroid therapy, or tnf inhibitors. The devices are not being returned for evaluation.